Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 369 mg/dl at the time of incident and the current blood glucose level was 321 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump was under delivery because customer blood glucose was high and did not come down. Customer states the drive support cap was appears normal. Customer stated insulin exited at the quick release. Customer reports basal rates was programmed accurately. Customer reports bolus wizard was programmed accurately. The device will not be returned for analysis.